Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the ipg location was uncomfortable for the patient. The patient underwent an ipg explant procedure and was doing postoperatively. The explanted ipg was not returned.